Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported a blood glucose value of 550 mg/dl. The customer reported hyperglycemia treated with hospitalization: overnight stay with IV insulin drip (intravenous insulin infusion). The customer reported the following before the event: the customer called for assistance after being disconnected from the line while attempting to pair the sensor to the pump; later, the customer declined troubleshooting due to hospitalization; the customer required a new pump; and after being released from the hospital, the customer experienced a sensor glucose versus blood glucose issue, which resulted in the high blood glucose issue. Because of how glucose travels through the body, advised customer sensor glucose readings will rarely match blood glucose meter readings. Larger differences should be expected after meals, insulin boluses, or when rise/fall arrows are present on the pump screen. The higher the blood glucose value, the greater the potential for a difference between sensor glucose and blood glucose. Differences should be kept to less than 20% throughout the sensor's life; insulin delivery should not be halted due to a difference between sensor glucose and blood glucose; the sensor glucose value from the reported event was 330.00 mg/dl; the blood glucose value from the reported event was 550.00 mg/dl; the difference between sensor glucose and blood glucose was 220.00 mg/dl; and the difference between sensor glucose and blood glucose was within the target range. The customer should have tried to troubleshoot the consumable, non-serialized goods being replaced. The occurrence involved product(s) mmt-1880, mmt-332a, mmt-396a, and mmt-7020a. Within 48 hours following the reported incident, the customer was using an insulin pump device. The customer was using the auto mode/smart guard feature at the time of the incident. The customer reported high blood glucose values. The customer requested assistance with pump programming. Assisted the customer with requested programming. No further patient complications were reported. The product return status for mmt-1880 is unknown. No product return is required for mmt-332a. No product return is required for mmt-396a. No product return is required for mmt-7020a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.